Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implant date: (B)(6) 2019; 429888 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture at max output and was exhibiting intermittent atrial undersensing. The rv lead was capped and replaced. It was noted had no slack and was under tension. No patient complications have been reported as a result of this event.